Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed broken/missing tip issue could not be determined, however, it is believed that the damage was thermally mechanically induced, likely the result of mechanical overload/shock due to user handling/mishandling. The event can be detected/prevented by following the instructions for use which state: warning infection control risk properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing inspecting the product visually inspect the product. Make sure that it has: -- no corrosion -- not teeth -- no scratches ceramic insulation at distal end visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning risk of injury impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product if the product is damaged or does not function properly, contact an olympus representative or an authorized service center. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that while reprocessing his olympus resection sheath, the tension ring was compromised. This event had no patient involvement. During the device evaluation, it was discovered that the ceramic tip had broken off. This report is being submitted to capture the broken ceramic tip found during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. However, as noted in b5, the ceramic tip was missing (broken off). Additionally, the distal end was deformed. If additional information becomes available following the device evaluation, a supplemental report will be filed.